Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil and a non-penumbra microcatheter. During the procedure, while advancing a pod coil within its introducer sheath, the pod coil became stuck within its introducer sheath. Therefore, the pod coil was removed. The procedure was completed using a new pod coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by penumbra sales representative on 06/11/2021: 1. Section b. Box 5. Describe event or problem h3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned pod coil revealed that the introducer sheath was ovalized. If the introducer sheath is mishandled during use, damage such as this may occur. This damage likely contributed to the reported difficulty advancing the pod coil during the procedure. During functional testing, the pod coil was unable to advance or retract form its returned position due to the ovalization in the introducer sheath. Further evaluation of the device revealed kinks in the pusher assembly. This damage was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil. During the procedure, while advancing a pod coil within its introducer sheath, the pod coil became stuck within its introducer sheath. Therefore, the pod coil was removed. The procedure was completed using a new pod coil. There was no report of an adverse effect to the patient.